Manufacturer narrative:
E1 - initial reporter email: (B)(6) b3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the device had not been serviced yet. Functional testing was performed, and the customer issue could not be duplicated (through state the test method pwi-10019249). The device was working without problems. No further action will be taken. The device was submitted for functional and delivery tests and shall be returned to the customer after passing results for functional/delivery tests.

Event description:
It was reported that the device exhibited an ¿overpressure¿ error, even though overpressure is not present. There was unknown reported patient involvement.